Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-01203. It was reported the patient's scs lead fractured. Reportedly, the patient originally communicated to his physician the scs system was not working; x-ray taken revealed a lead fracture. Consequently, the physician replaced the patient's entire scs system.